Event description:
It was reported during the implant procedure that there was undersensing and unable to map for r-waves. The lead was not implanted. There were no reported patient complications as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.